Manufacturer narrative:
Concomitant medical products: 97715 pain stim ipg, implanted (B)(6) 2017: 977c265 pain stim, lead (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "coded" and received defibrillation. The patient has since experienced pain and the patient stated "(implantable pulse generator (ipg)) is not working". The ipg remains in use. No further patient complications have been reported as a result of this event.